Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a 37-year-old female patient who had essure inserted. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2013, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 5 years 1 month after insertion of essure. The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2013. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-sep-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure coiled in the endometrial cavity and partially embedded in the myometrium.') And fallopian tube perforation ('abnormal penetration of the essure coil, which is penetrated the cornu and only covered by a small layer of serosa.') In a 37-year-old female patient who had essure inserted. The patient's medical history included pelvic pain and menorrhagia. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2013, the patient experienced embedded device (seriousness criteria medically significant and intervention required), 5 years 1 month after insertion of essure. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total laparoscopic hysterectomy and cystoscopy). Essure was removed on (B)(6) 2013. At the time of the report, the embedded device and fallopian tube perforation outcome was unknown. The reporter considered embedded device and fallopian tube perforation to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: embedded device. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 1-jul-2021: medical record received : reporter information, medical history and event medical device removal replace with essure coiled in the endometrial cavity and partially embedded in the myometrium were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in an adult female patient who had essure inserted. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove essure). Essure was removed on (B)(6) 2013. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.